Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned and analysis of the device revealed normal battery depletion.

Event description:
It was reported that there was no telemetry from the device and that the device appeared to be at end of service. The device was extracted and replaced. No patient complications were reported as a result of this event.